Manufacturer narrative:
The reported event of insulation breach was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the cause of the reported event consistent with procedural damage. No other anomalies were found.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure it was observed the lead had insulation damage, another lead was used to complete the procedure. The patient was in stable condition.